Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle device was deployed in step 1 (opening the footplate and pulling the device to the vessel wall); however, the plunger was pulled back a bit (step 3) prior to pushed the plunger in (step2). The device was continued to be deployed, step 2 (pushing in the plunger). The final deployment steps were successfully performed, and the suture was preplace. Another prostyle suture was preplaced by a new prostyle device. The sheath was upsized to 14f, and the tavi procedure was completed. Knot advancement was attempted with the first suture; however, the suture came out of the vessel. The second prostyle suture knot was advanced, yet there was slight pulsatile bleeding with only one knot at the large-hole access site. A non-abbott device was added to achieve hemostasis. Stenosis was noted due to the use of the larger 14f sheath in the calcified vessel. A stent was deployed contralaterally to treat the stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of device was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details reportedly, a prostyle device was deployed in step 1 (opening the footplate and pulling the device to the vessel wall); however, the plunger was pulled back a bit (step 3) prior to pushing the plunger in (step 2). The device was continued to be deployed, step 2 (pushing in the plunger). It should be noted that the electronic perclose proglide instructions for use (eifu), states: "step 2: depress plunger to deploy needles". It is unknown if the IFU violation contributed to the reported difficulties. The investigation determined that the reported malposition of device and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.